Manufacturer narrative:
A sample from the patient was provided for investigation and the results obtained by the customer could be reproduced. The sample contained an interfering antibody against the ruthenium label of the elecsys toxo igm immunoassay. Per product labeling: "in rare cases, interference due to extremely high titers of antibodies to immunological components, streptavidin or ruthenium can occur. These effects are minimized by suitable test design.".

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated they received false positive results for two samples from the same patient tested with the elecsys toxo igm immunoassay on a cobas 8000 e 602 module. It was asked, but it is not known if any incorrect results were reported outside of the laboratory. The first sample resulted with a toxo igm value of 5.87 iu/ml (reactive) when tested on the e 602 analyzer. This sample resulted with a value of 0.07 (no units provided, negative) when tested on a vidas analyzer. The second sample resulted with a toxo igm value of 3.59 iu/ml (reactive) when tested on the e 602 analyzer on (B)(6) 2020. This sample resulted with a value of 0.08 (no units provided, negative) when tested on a vidas analyzer. The e 602 analyzer serial number is (B)(4).